Event description:
Reportedly, during the implantation procedure on (B)(6) 2025, the screw initially extended without issue during the first lead placement attempt, where incorrect electrical values were obtained. However, during a second attempt to reposition the lead, the screw failed to extend despite 15 turns.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Upon reception, the screw could not be retracted due to coagulated blood residue. Cleaning it did not restore functionality, as the screw remained immobile after 10 turns. Disassembly revealed a significant amount of tissue on the guide and driver components, which may have affected the mechanism. In addition, the screw appeared to be minorly misaligned, possibly related to implantation attempts. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2025, the screw initially extended without issue during the first lead placement attempt, where incorrect electrical values were obtained. However, during a second attempt to reposition the lead, the screw failed to extend despite 15 turns.